Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012.

Event description:
It was reported that during a pelvic acetabulum surgery, the surgeon was using the pelvic reduction forceps with pointed tips and one of the jaws broke off at the hinge. The surgeon was able to complete the procedure using another clamp. There was no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The received condition of the device in the product development evaluation showed a long history of this device in conjunction with the absence of any other complaints on this part in the last 3 years further verifying the adequacy of the design. Force applied to the device during use could be a factor. Conclusion: given the adequacy of the design, lack of complaints and long history of use, the design does not appear to be the cause of the event. Without additional information, it is not possible to determine the exact cause of the event. Manufacturing evaluation showed one tip was broken off at the hinge area. Conclusion: the cutter corresponds to the drawing and processes at the time of manufacture. Too much force was applied to the tips causing one to break or the tip broke due to a corrosion tension crack. This complaint is deemed invalid from a manufacturing standpoint. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR not available as instrument is over 12 years old. The product evaluation visual inspection revealed that one tip was broken off at the hinge area. A review of the design confirmed that it is adequate for its intended use. This complaint is deemed indeterminate from a manufacturing standpoint.

Event description:
This is report 1 of 1 for complaint (B)(4).